Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that the physician had previously found more volume in pumps than expected. The volume discrepancies were attributed to clogged catheters. The device would be trying to pump against pressure and would think it¿s delivering an accurate rate, but it might not be delivering what it should. It was unknown what drug was being used in the pumps. Additional information had been requested.